Manufacturer narrative:
We have requested to the product from the consumer but have not received to date.

Event description:
Consumer alleges that she was burned on her upper back & shouders from heating pad. The consumer did not seek medical attention.